Event description:
Attempted to place splenic artery stent via right common femoral artery, stent mal deployed, but was retrieved. Attempted 2nd stent, it also mal deployed, but could not be retrieved. Pt required open transverse arteriotomy to retrieve stent. Thrombus found. Angiogram done, no further emboli.